Event description:
It was reported that after a diagnostic left heart catheterization, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, during device preparation the device was flushed through the marker lumen with saline that was observed exiting from the marker port. After fully inserting the device into the vessel, no blood flow was observed from the marker lumen to indicate arterial marking. The device was removed over a guide wire and a starclose se was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device and the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.